Manufacturer narrative:
A3.b field was updated. H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by healthcare professional reported on behalf of consumer stating that he experienced eye pain, redness, light sensitivity, blurred vision after using contact lens solution. The consumer visited an optician and was diagnosed with eye infection. He stopped wearing the contact lenses. At that time consumer¿s symptoms were improved. After some days he again used the contact lenses that were cleaned with the same solution and experienced same events. Consumer visited the ophthalmologist and diagnosed with toxicity reaction in the eye. The consumer was prescribed with steroids. Upon follow up information it was stated that the consumer was diagnosed with keratitis which was initially assumed to be viral origin. The current status of the consumer¿s eyes were symptoms resolved. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).